Event description:
It was reported that the patient called ago regarding her spinalpak and the pain it was causing. She wasn't sure if it would be from the device or surgery. The patient stated that after using the device for two days she was the pain was inside her skin. The pain was above the electrodes and the patient has not increased her daily activities, spoke to the nurse and was instructed to stop wearing the device and call customer service. The patient is taking oxycodene 5m and muscle relaxers. The patient will be seeing the doctor on april 6. No additional patient consequences have been reported.

Manufacturer narrative:
The device was not returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends. The following sections have been updated: h6: device code updated to 2682 - patient-device incompatibility . H6: investigation code added to 3331 - analysis of production records. H6: investigation code added to 4119 - insufficient information available . H6: investigation code added to 4114 - device not returned. H6: investigation findings code added to 3221: no findings available . The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient called ago regarding her spinalpak and the pain it was causing. She wasn't sure if it would be from the device or surgery. Patient stated that after using unit for two days she was the pain was inside her skin. The pain was above the electrodes and patient has not increased her daily activities, spoke to nurse and was instructed to stop wearing unit and call customer service. Patient is taking oxycodene 5m and muscle relaxers. Patient will be seeing doctor on april 6. No new product was shipped to the patient.